Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The caller stated that they do not have the death certificate yet, but, they believe that the cause of death was congestive heart failure. The caller stated that the customer was hospitalized for one week, towards the end of (B)(6), due to heart issues. The caller stated that, at time, the customer had some low blood glucose levels (but none at the time of death). The caller did not know the customer's blood glucose at the time of death, however, the customer's last recorded blood glucose value was 212 mg/dl at 6:44pm. The customer was wearing the insulin pump at the time of death. The customer did not use sensors. The caller stated that they do not know where the customer's insulin pump is. Hence, the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.